Event description:
During a coronary intervention , the 2.50 x 28 cypher stent dislodged. The target lesion was the mid rca. The lesion was calcified and tortuous. The lesion was predilated with a 2.5 x 20 maverick balloon at 8 atm for 30 seconds. While delivering the 2.5 x 28 cypher stent, the physician noted that the sds became stuck in a calcified area. The physician applied some force to pull back, at which point the stent became dislodged off the jr4 medtronic guide catheter. The stent was deployed in the ostial rca. The target lesion was eventually treated with another stent. The pt is in good condition.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.